Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and did not show any system notice messages for the date of event. Bin files showed at least 15 injections were performed with the catheter. There was no indication of product malfunction.

Event description:
Medtronic received information of a phrenic nerve paralysis that occurred at the cryoablation of the right superior pulmonary vein ( rspv). Cryoablation of rspv was performed after the cryoablation of the left pulmonary veins and the right inferior pulmonary vein. Eighty seconds after the start of rspv cryoablation, the diaphragm response on palpation was decreased and the ablation was stopped. The cryoablation procedure was completed and the patient is being monitored. A chest x-ray performed on (B)(6) 2014 confirmed recovery of the phrenic nerve paralysis.

Event description:
Medtronic received information of a phrenic nerve paralysis that occurred at the cryoablation of the right superior pulmonary vein (rspv). Cryoablation of rspv was performed after the cryoablation of the left pulmonary veins and the right inferiorpulmonary vein. 80 seconds after the start of rspv cryoablation, the diaphragm response on palpation was decreased and the ablation was stopped. The cryoablation procedure was completed and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.